Event description:
It was reported that the cs300 indicates no trigger but shows battery maintenance is required. No harm injury was reported.

Manufacturer narrative:
Another initial reporter: (B)(6). Another mail info: (B)(6). Another contact info: (B)(6). Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional info: e1: name & email: (B)(6) updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 no more information was provided as the customer has cancelled this call out due to the cost and age of the unit.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code).

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11 it was reported by the customer that the cs300 intra aortic balloon pump (iabp) had a malfunction. The system indicated no trigger but showed battery maintenance is required. No more information was provided as the customer has cancelled this call out due to the cost and age of the unit.

Event description:
N/a